Event description:
Pt leaned against the left side rail at the head of the bed. The rail gave way with the pt and they fell to the floor but suffered no apparent injury according to the pt's physician. Also, four other beds of the same model number had the same problem/defect, but no pts were involved with these beds. These were discovered after the above pt fell and the engineering dept began examining the other beds of the same model.